Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section f. Evaluation: six ac charger cables, one of which was used during the event, were returned to zoll medical corporation. Multiple attempts were made to determine which charger was used during the event, but further information was unable to be provided. The ac charger cables were inspected. The customer's report was not replicated or confirmed. One cable was missing the black cap over the gold connector pins. If this was the charger used during the event, it is possible that the user may have felt a shock when plugging it into the device due to the exposed pins. It is unknown how the cap was removed from the cable. However, the customer stated that the twist off caps were able to be removed and felt that this could have contributed. The manufacturer adds loctite to the cap to prevent the cap from twisting off. Users should not be removing this cap on their own. The ventilator operator's guide recommends, "if there is any doubt about the integrity of the protective earth conductor or power supply, operate on internal battery power." Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to plug the power supply into the ventilator, the staff member received an unintended shock. The power supply was plugged into an ac outlet at the time. Complainant indicated that there was no adverse effect to the staff member due to the reported malfunction. This report is being submitted due to the potential for risk to the user.